Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the reported event. The overall condition of the device indicates heavy usage. A complaint database search was conducted on the provided product code and did not identify a trend. The root cause is attributed to wear out based on the length of time in service. Based on the investigation the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The triangle miller frame and the reamer were connected together. When surgeon was extracting the instruments from the patient, the instruments got stuck. Therefore, more force was needed to get them out.